Event description:
Customer allegedly received the following results on two meters within 10 minutes: 449 mg/dl (aviva system 1) and 83 mg/dl (aviva system 2). Customer was not feeling well at the time of the readings, and self- treated based upon the reading of 83 mg/dl with 8 units of lantus, and an unknown amount of humalog. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has the strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with a1 patient identifier (B)(6) for the aviva system 1. Will not be returned to manufacturer.